Event description:
During a remote follow up, increased pacing impedance was observed on the left ventricular (lv) lead. Lv lead fracture was suspected but this was not confirmed. No intervention has been performed. The patient was stable.